Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window advisory, originally communicated (B)(4) 2007, had a monitoring battery voltage of 2.58 v after 26 months of implant. No adverse patient effects were reported in association with this clinical observation. The ICD was returned.

Manufacturer narrative:
The crt-d is still currently implanted, but it is scheduled to be replaced at a later date. No additional information is available. When the device is explanted, returned and analyzed, this product issue will be updated. Upon receipt at our post market quality assurance laboratory, device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.19 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to two compromised low-voltage capacitors, which resulted in a high current condition.